Event description:
Pt was revised to address a stem that was loose at the cement/implant interface (cement manufacturer unk).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.